Event description:
Patient was implanted with a synchromed, implantable infusion pump, in 1998. The pt presented with erosion of the pump pocket. A culture was done at the site of the pump and it was positive for pseudomonas and the pt was given antibiotics. A pump revision was done in 2000 but the pt's condition did not improve. In the next month, the pump was removed and then the following month, the catheter was removed. The infection was resolved. The pt was discharged from the clinic due to non-compliance in taking care of the pump and was given oral pain medications.